Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument's adapter was broken. It was reported that the device initially fires, but failed to complete the firing cycle, the device was difficult to unload, there was unexpected bleeding occurred along the staple line, the staples did not form as expected and the jaws of the device remained closed on tissue after firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur because of over flexure of the loading unit while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, on firing of the reload unit, the stapler was able to fire, there was poor staple formation. The staple formation worked only a few mm, less than 30mm. The staple line was incomplete distally. The jaws of the device locked on tissue. The doctor opened it pushing the black button from the stapler to the top, and the loading unit opened a few mm. The surgeon could not unload the device. The stapler and the loading unit were blocked. There was tissue damage. The tissue bled less than 500cc. The surgical time was extended by 30 minutes or more. The doctor had to change the reload and the stapler to resolve the issue.